Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 5 days (18nov2022 ¿ 23nov2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 21nov2022 at 8:49 while the mpu was in use. This alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. The mpu (serial number (B)(6)) was not returned for analysis. The root cause of the observed loss of ac power within the log file was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿, describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that multiple low voltage advisories were noted on interrogation. Log files were submitted. The log noted a low voltage hazard/ no external power on (B)(6) 2022 at 08:49 while using mobile power unit (mpu). It appeared the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. Event lasted around 5 seconds. It was further reported that the mpu has a v-lock connector on the ac power cord, and it did not come loose at the wall outlet or the back of the unit. It was possible that there was a loss of power, as it was disconnected. No further losses of power were noted. No products would return for evaluation.